Manufacturer narrative:
H3, h6: one device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Error log history (ehl) review confirmed that there was a record of the key stuck alarm that occurred when the pump powered on or during pump operation. The manufacturer representative confirmed the issue was related to a defective keypad. The manufacturer representative replaced the keypad, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device exhibited a continuous alarm. A screen requesting for a password appeared unintentionally. The fault occurred during infusion. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.